Event description:
Pt reported after injection in the cheeks with unspecified juvederm voluma xc, they developed a "thin bump" that "puffed up" under the left eye closer to the nose. The same date of injection and subsequently onset of pt symptoms, the injecting healthcare professional informed the pt that the "thin bump" that "puffed up" under the left eye was a vein. The pt reported having add'l juvederm voluma xc injected 3 days after onset of symptoms with no complaint nor worsening of symptoms subsequent to that injection. Two months after symptom onset, the pt was evaluated by another healthcare professional who prescribed an injection of "a product that dissolves" juvederm voluma xc.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further info has been requested. No add'l info is available at this time. Allergan is unable to confirm with the healthcare professional, therefore add'l event, product, or pt details are not attainable. The event of a "thin bump" that "puffed up" is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.